Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley burst while inside of the patient, which caused a uti. Customer was seen by the doctor who gave her a new foley insertion tray. It is unknown what medical interventions were given for the uti.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿burst balloons¿ with a potential root cause of "high modulus latex and pinhole in balloon or cuff wall thickness too thin". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley burst while inside of the patient, which caused a uti. The customer was seen by the doctor who gave her a new foley insertion tray. It is unknown what medical interventions were given for the uti.